Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence when lifting heavy objects starting one month before the replacement. The entire device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cuffs components were visually inspected, microscopically examined, and tested for leaks. There were no damages or abnormalities noted and no leaks were identified in either cuff. Inspection of the remainder of the devices revealed no damage or irregularities. Product analysis was unable to confirm the reported urinary incontinence issues.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence when lifting heavy objects starting one month before the replacement. The entire device was removed and replaced. There were no patient complications.